Event description:
It was reported that the customer had a keypad anomaly on her insulin pump. The customer's blood glucose level was 156 mg/dl. Standard troubleshooting was performed. The customer stated she was pressing the buttons on the keypad, but she was unable to clear an alarm. The customer was able to press the buttons correctly and clear the alarm. The product was not returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).